Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test the foley catheter had water dripped from the balloon part. It dripped from the tip direction of the balloon part. When waited and did the pre-test again, it did not occur.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6) hospital. The reported event was confirmed manufacturing related. Five photos were received for evaluation. The first photo was a top view of the three-way catheter and returned syringe. The second photo was a zoomed in view of the trifurcation site where a bubble on the outside was present. The third photo was a zoomed in view of the tip of the catheter with deflated balloon. The fourth photo was of the inflation cap confirming the batch number ngjr2164. The fifth photo was of the tray labeling confirming the batch number myjw1900. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with sample port connector. Visual inspection of the sample noted that using the (in-house) syringe attempted to inflate the catheter balloon with 10 ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) and the solution immediately leaked to drainage lumen indicating lumen to lumen leak. This is out of specification per inspection procedure (B)(4), revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test the foley catheter had water dripped from the balloon part. It dripped from the tip direction of the balloon part. When waited and did the pre-test again, it did not occur.